Event description:
It was reported that, during navio tka procedure, while patient under anesthesia, the screwdriver disintegrated into its individual parts. It was possible to secure all parts, yet it is unknown if any piece fell inside the patient wound. The procedure was completed without delay with an smith&nephew back-up device.

Manufacturer narrative:
Results of investigation: the device (pn 110164), used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. We were able to confirm if there was a relationship established between the reported event and the device. Visual and functional evaluation found that the inner socket flats of the pin driver are disfigured and that the insert spins freely due to broken welds. The malfunction was caused by mechanical component failure. A corrective action has been requested regarding this issue. As part of this investigation, the root cause was not confirmed. The systemic issues of potential manufacturing factors as well as potential design issues are ruled out as part of this investigation. As such, the potential root cause of this failure mode is believed to be due to a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. Per the product risk assessment this failure mode has an expected occurrence of occasional (0.101 - 1%) and severity of no harm. The reported rate of this failure is 0.320%. There have been no reports of hazardous situation beyond a minor case delay (<30 minutes) which correlates to no harm. Therefore the product is performing as expected and no further action will be pursued at this time.